Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Treatment of an aneurysm. During pipeline deployment, it was reported that the pipeline would not release from the capture coil. No injury was reported with the patient as a result of the procedure as the pipeline was eventually released and implanted in the patient.